Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 324 (mg/dl) for 2 days. Reportedly, customer is new to tandem pump therapy and the customer's health care provider is actively adjusting the basal insulin rate settings. Customer administered correction boluses with the pump to treat their bg levels.